Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that image freezes when the monitor is rotated. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. The manufacturer's technical inspection confirmed the fault description provided by the customer ("image freezes when the monitor is rotated"). The following defects were identified in total: customer complaint noted, socket for application part defective, device not recognised by pc, image quality not satisfactory, stripes/interference in the image, device surface visually worn. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the fault described is due to normal wear and tear. The cause of the image failure is the damaged socket on the application part, which means that the connection is no longer correct and the device fails. The event is filed under internal karl storz complaint ID (B)(4).